Manufacturer narrative:
The hospital has not accepted the quote for repair of the unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed for a system malfunction. There was no report of patient involvement.